Event description:
The reporter contacted animas to report that the audio bolus button was intermittently activating the desired pump functions. The reporter claimed that it did not matter whether she had the audio bolus button set to vibrate or sound, the insulin pump reportedly did not vibrate or beep with each push: she always had to look at the pump to see how much she has "dialed in." There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons were tested and found to be appropriately responsive when pressed. The keypad cover was removed for investigation and revealed no contamination.